Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported by the parent that the pediatric patient uses beta bionic ilet pancreas system. The moment of sensor failure was not described, nor was any alert behavior described in this complaint. The parent went to wake up her daughter at morning of 05/23/2025 around 10 am. But she noticed her daughter's dexcom app was having an alert with an error message "sensor failed". She immediately tested her daughter's blood sugar using fs but it read "high". Her daughter started vomiting. She took her daughter to the hospital her self. At 11:30 am they have arrived at the hospital. They immediately tested her with their bg meter but only showed "high", they tested it to the lab and that showed 810 mg/dl. The patient was treated with novolog IV drips on her arm and tresiba insulin pen (22 units). She was admitted for 2 days and got discharged (B)(6) 2025 at 2:30 pm. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information became available.